Event description:
Customer reported receiving incorrect test strips with their freestyle lite meter and could not test. Customer also reported experiencing symptoms of dizziness, blurred vision and headache. Customer reported going to dekalb hospital, where he was being diagnosed with severe hyperglycemia and treated with extra dosage of insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The reported event relates to product delivery issue. Ther was no report of death or mistreatment associated with this event.